Event description:
It was reported that the insulin pump had alarmed for a motor error. The insulin pump had not been exposed to a strong magnetic field. The drive support cap appeared to be normal. The insulin pump was able to be rewound. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prim test. Insulin pump received stuck in motor error loop during bolus and basal delivery. Insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window and cracked reservoir tube lip.